Event description:
Additional information was received that the device was resolved by re-programming.

Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi mode (bvvi) resulting in of high-voltage (hv) therapy being disabled. The device had not been programmed into MRI mode. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.